Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during the procedure to treat a target lesion in the mid left anterior descending (lad) artery, a non-abbott dilatation catheter was connected to the 20/30 indeflator. The dilatation catheter was inflated without issue; however, the balloon could not be deflated when negative pressure was applied. The indeflator was disconnected from the dilatation catheter and the balloon deflated. The dilatation catheter was removed from the patient anatomy without issue. A new indeflator was used with a non-abbott drug eluting stent to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.